Event description:
Related manufacturer reference number: 2017865-2022-14000. It was reported that the patient presented in the clinic reporting dizziness. Upon interrogation, it was discovered that the right atrial (ra) lead and right ventricle (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. Both leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination found an external insulation abrasion due to friction with the device can at 11.9 cm to 12.0 cm from the connector pin. The cause of the reported events was isolated to the exposed outer coil due to lead to can abrasion.